Event description:
It was reported that, "surgeon accidently threw the screw (bolt) for the cone body away and we had to open another cone body just to get the screw out. The surgeon feels the packaging is poorly designed and the bolts should be sold individually vs. Opening a whole other implant and charging the patient several thousand dollars for an honest mistake."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.